Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) failed to automatically inflate. After checking the balloon connection and helium, the problem still existed, so the balloon was pulled out. The customer feedback was handled in a timely manner and no harm was caused to the patient.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. On-site inspection of automatic inflation leakage, rv1 leakage. After cleaning rv1, the leakage disappeared, and the factory-specified safety and performance tests were passed. Delivered to the customer and can be used in clinical practice.